Manufacturer narrative:
A medtronic representative went to the site to replace the battery and uninterruptible power supply (ups) and test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The battery was discarded by the site and was not available for evaluation.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the battery failed load testing. Following installation of new batteries, the unit functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery (B)(4) shipped to site 08/19/2016. Suspect battery (B)(4) has not been received by manufacturer for analysis. Return requested. Replacement ups power supply shipped to site 09/05/2016. Suspect ups power supply has not been received by manufacturer for analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that their imaging system mobile view station (mvs) was not booting after being used for a long period of time. The computer was booting, however, there was no image displayed on the screen. In trouble-shooting, performed a hard re-set, and based on response, determined the issue was related to the cmos battery. There was no patient present when this issue was identified.